Manufacturer narrative:
An event of chest pain, embolism and pericardial effusion lead around thirty days post procedure was reported was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was implanted in a patient. On (B)(6)2024, the patient was admitted to emergency room with chest pain, was found to have bilateral pulmonary emboli, bilateral deep vein thrombosis (dvt), and a small effusion that was drained. Patient was stable.